Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5, h3, h4, h6, and h11 were updated. The flickering image was able to be confirmed. Based on the results of the investigation, it is possible that the flickering image was caused by a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was able to be completed.

Event description:
It was reported, the lcd monitor exhibited image flickering on/off. The issue occurred during the procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.